Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between august 1, 2025 and august 31, 2025. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1, telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Customer reported an explant due to the detection of candida glabrata colonies in the capsular bag located behind the lens. The patient, who had previously undergone a corneal transplant that remained clear, began exhibiting white infiltrates in the capsular bag and what appeared to be cortex one month after the surgery. A culture obtained during a follow-up procedure confirmed the presence of candida glabrata. The intraocular lens and capsular bag were removed, which led to a reduction in inflammation. No further information provided.